Manufacturer narrative:
B2: uti/retention b3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that they were having trouble with their stimulator. The patient said they didn't know which program was best to help with urinary retention because they were getting frequent utis. The patient also said the device was not cont rolling their urgency and frequency. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient called back on (B)(6) 2026 repeating the same information saying that they were having trouble finding the right program to be on to help their symptoms. The patient said they had been on program 2 but decided to change back to program 1 to start over. The patient increased from 1.9 ma to 2.2 ma. The agent reviewed general information about adjustments and therapy. The patient said they were seeing the partner of the physician that implanted the device. The agent reviewed the role of patient services vs their health care provider vs the manufacturer representative. The patient wasn't aware of the representative's role. The patient was directed to their doctor. The agent sent a courtesy message to the field to provide visibility to patient's situation regarding the urinary retention which was the reason for the implant not being helped. The agent emailed patient physician listings and sent the bladder symptom diary to the patient.